Manufacturer narrative:
The insulin pump was received with blank display due to faulty interface board. Unable to perform the operating currents measurement, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
It was reported that the insulin pump was returned for analysis. The customer's blood glucose value was unknown.